Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt reports that she has not experienced voice change with stimulation for approx two months. The pt has not experienced any recent injury or trauma that may have damaged the vns therapy system. Further follow-up revealed that the pt underwent vns therapy system replacement surgery, during which both the lead and geneartor were replaced. Prior to replacement surgery, review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected.